Manufacturer narrative:
A product was received and sent to the supplier for investigation. This is a supplied item; the device history record (DHR) is at the supplier. No further information has been made available to date. Should additional information be returned pertinent to the investigation, a supplemental report will be filed. Operator of device and initial reporter also sent report to FDA were unknown. No information has been received to date. Product information and PMA/510(k) were unknown. No product information received to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device was not smooth, appeared stiff, while inserting the catheter through the skin. No patient injury was reported.